Event description:
Robot partial nephrectomy turned radical nephrectomy due to laparoscopic clip applier not releasing tissue and misfired a clip, thus damaging the renal artery/vein resulting in having to ligate the vessels.